Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received 2 scs lead with the same lot number. It was reported the patient is experiencing auto-reduction. Diagnostic testing revealed invalid impedances on one of the scs leads. An sjm rep was unable to resolve the issue with reprogramming using the other lead as the patient is not receiving shoulder or arm stimulation. There is no add'l info at this time.